Manufacturer narrative:
MDR 3003442380-2024-01237 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set cannula was kinked within 3 or more hours after insertion on abdomen, which caused the patient's blood glucose was displayed high. Patient treated it with correction injection via multiple daily injection (mdi). The patient resolved the issue by replacing the infusion set and successfully resumed insulin deliveries. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.